Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.